Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left main trunk. A 6.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another 6.00mm x 12mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.